Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and resolved the reported issue by replacing the cover console and tube assy,pressure. Additionally, the fse replaced the cable tie and screws. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) console cover was found damaged and pinching the white pressure tubing, internally. There was no patient involvement reported.